Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2013 her blood glucose reached 723 mg/dl so she decided to go to (B)(6). Upon arrival, she was admitted for diabetic ketoacidosis and they placed her on an intravenous drip for three days. She was using an alternative blood glucose meter; therefore, no blood glucose history was provided. She was released from the hospital on (B)(6) 2014. The pod was discarded.